Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received from sales rep: I spoke with the surgeon this morning about your initial list of questions. Please see his responses below. Let me know if you have any questions or need additional information. How long has the surgeon been using the har23? ¿ since may 2013 when the product was brought into the account. What condition did the patient have the resulted in having the open esophagectomy procedure? Early esophageal cancer. Which approach was done? A transthoracic esophagectomy (the esophagus is removed with the main incisions in the abdomen and the chest). As leakage is a complication from an esophagectomy, what precautions were done during the procedure to prevent leakage? Omentum was used. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Was the bleeding from an area were the harmonic devices was used? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3,5. On what date did the patient die ¿ was (B)(6) the date of the procedure or the date of death? Died on (B)(6). Was an autopsy performed? If yes, what was cause of death indicated in report? No. Can we obtain a copy of the autopsy report? No report. If no autopsy was done, is the hospital attributing the patient's death to the har23? If yes, please explain how they arrive at this conclusion? No, the patient¿s death was due to hemorrhaging which was secondary to the failure of the seal from harmonic. Was there anything indicative of the deterioration of the patient within the first 4 hours - a sudden leakage or something that progressed over 4 hours? The patient spent an hour/hour and half in the pacu when he suddenly dropped in pressure. What occurred between the time bleeding was controlled and patient being diagnosed as brain dead? Took the patient back into the or. Packed the abdomen, controlled the bleeding with suture and performed CPR, resuscitated in or for 10 minutes, took back to ICU, patient did not wake up. Brain activity was monitored and the patient was in a vegetated state with no chance of immediate sign of recovery. Was patient being observed during the 4 hours? Yes, in the pacu. What did the patient present with that results in being taken back to the or? Sudden drop in pressure. Anything obvious with device performance? Performance was not better or worse than previous cases. Had some areas that needed to be retouched. Mentioned on more obese patients, the device moves much quicker. What was the length of the original procedure? 6 hours. Were any special techniques that were used by the surgeon? No. Were other sources of energy use in the first procedure? Monopolar. How was the bleeding controlled in the 2nd procedure? Suture. Where was the bleeding from: surgeon told me that the bleeding came from the area where harmonic was used on the short gastrics. Also, I was able to find out the serial number of the generator used and will get you the event log. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Aspirin, 81 milligrams, did not take morning of but was taking week before. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. None does the patient has a known coagulation disorder? History of pe after a trauma in (B)(6) 2012. Has the patient taken any steroids? None. What was the total blood loss? 300cc during initial surgery, enough to cause an exsanguinating hemmorage, report accounts for 10 liters. What was the patient¿s pre-op hemoglobin and hematocrit? Hemoglobin, 15.4; hematocrit 45.7. What was the patient¿s post operative hemoglobin and hematocrit? Hemoglobin, 11.7; hematocrit 34.5. What is the current patient condition? Patient died on (B)(6). Additional information requested, but not yet received: can you please send us a copy of the event log?

Event description:
It was reported that after an open esophagectomy procedure, the patient developed a post-op leak on the short gastric. The bleeding was discovered four hours post-op and a reoperation was performed. The patient had lost a couple liters of blood by the time of the reoperation. The surgeon was able to control the bleeding during the reoperation, but the patient was determined to be brain dead at that point due to the amount of blood loss. The leak was believed to be in the area where the device was used in the original procedure. The patient is now deceased and the date of death is unknown. One device was discarded.